Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was 0.5lpm. Explained the low flow rate need to be resolved as it was affecting heater capacity. Guided to diagnostics and confirmed inlet pressure (ip) was -7psi. Disconnected and reconnected pad using proper technique, no change. Disconnected and rotated clamp 180 degrees then reconnected. Flow rate (fr) settled at 1lpm, they will call back if they continue to have issues. In second call neonatal intensive care unit (nicu) nurse stated they added a second pad to increase flow rate (fr) and flow rate (fr) continues to dip below 1lpm, flow rate (fr) was 0.8lpm. Had them check fluid delivery line (fdl) and they noted no damage. Reiterated the tubing needs to be straight and unobstructed. After repositioning the tubing, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was 1.5lpm. Recommended to check if there was another device available. If this continues to be an issue, they could connect those pads and see how they flow. If they continue to have issue, they will get another device and call them back. Per follow up information received via phone on 08nov2024, it was reported that nurse stated they were unable to share information regarding this patient and was unsure they would be able to find details from a case on (B)(6). Noted the device was still in service and was being used at this moment on a patient so they would assume no further issues occurred. They said it had not gone to biomed march. No pads were kept from this case.

Event description:
It was reported that during first call the neonatal intensive care unit (nicu) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21c, flow rate (fr) was (B)(4). Explained the low flow rate need to be resolved as it was affecting heater capacity. Guided to diagnostics and confirmed inlet pressure (ip) was -7psi. Disconnected and reconnected pad using proper technique, no change. Disconnected and rotated clamp 180 degrees then reconnected. Flow rate (fr) settled at (B)(4), they will call back if they continue to have issues. In second call neonatal intensive care unit (nicu) nurse stated they added a second pad to increase flow rate (fr) and flow rate (fr) continues to dip below (B)(4), flow rate (fr) was (B)(4). Had them check fluid delivery line (fdl) and they noted no damage. Reiterated the tubing needs to be straight and unobstructed. After repositioning the tubing, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 48 percentage, flow rate (fr) was (B)(4). Recommended to check if there was another device available. If this continues to be an issue, they could connect those pads and see how they flow. If they continue to have issue, they will get another device and call them back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.